Manufacturer narrative:
Other applicable components are: product type: lead, product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was reaching for something in the passenger seat of a car from the driver¿s seat and he felt a pop after reaching and was immediately in pain. The patient reported changes in stimulation. The patient went to the emergency room where he was reportedly evaluated and cleared. The rep was to see the patient on (B)(6) 2017 at 3 pm to interrogate the device. The issue was not resolved as of (B)(6) 2017 and no surgical intervention occurred or was planned. The patient was alive with no injury. The event occurred during normal use.

Event description:
Additional information was received from the patient via the rep. It was reported that the patient was seen in office on (B)(6) 2017. Stimulation was evaluated and impedance was within normal limits. The patient said he never increases or decreases stimulation; he kept it at 1.7 volts. Amplitude had to be increased to 2.5 volts to get back to a moderate level. The cause of the sudden increase was unable to be determined. The patient said he didn't feel it in his back as much as he did before. It was noted that the patient also had increased back pain from the incident over the weekend prior to (B)(6) 2017. The neurosurgeon saw the patient and ordered an MRI. The rep had no further information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.